Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grips location. A piece approximately 9.76mm x 2.02mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the blade of the scalpel broke was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the 8mm harmonic ace scalpel broke during the procedure, and the device can no longer be used. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.